Event description:
It was reported to boston scientific corporation on may 17, 2023, that an axios stent and electrocautery enhanced delivery system were to be implanted during an endoscopic ultrasound (eus)-guided gastrojejunostomy procedure performed on may 12, 2023. During the procedure, the sheath broke and the stent was incorrectly deployed inside the gastroscope. The axios stent was removed together with the scope, and the procedure was completed with another axios stent. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block e1: the reported healthcare facility name, address and phone number are: (B)(6). Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h10: the axios stent delivery system was received for analysis. The stent was not returned. A visual inspection revealed that the delivery system was returned in two sections. The inner sheath was stretched and detached from the delivery system, while the outer sheath and the signal cable were kinked. No other damages were noted on the delivery system. Product analysis confirmed the reported device malfunction of sheath break as the delivery system was returned in two sections. The reported event of stent positioning issue cannot be confirmed because it occurred during the procedure and was not possible to replicate in the laboratory for analysis. The investigation concluded that the damages observed were most likely due to procedural factors encountered during procedure, such as lesion characteristics, handling of the device, and the technique used by the user (e.g., amount of force applied), limited the performance of the device contributed to the detachment/ separation of the delivery system and kinking of the outer sheath and the signal cable. Therefore, a review and analysis of all available information indicated the most probable cause adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, stent positioning issue was documented in the labelling as a potential complication as a result of the use of the device.

Manufacturer narrative:
Block e1: the reported healthcare facility name, address and phone number are: (B)(6) hospital; (B)(6); (B)(6); block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation on may 17, 2023, that an axios stent and electrocautery enhanced delivery system were to be implanted during an endoscopic ultrasound (eus)-guided gastrojejunostomy procedure performed on (B)(6) 2023. During the procedure, the sheath broke and the stent was incorrectly deployed inside the gastroscope. The axios stent was removed together with the scope, and the procedure was completed with another axios stent. There were no reported patient complications as a result of this event.